Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was malfunctioning and the patient had to go off the pump. No further information was provided. This report is made based on the allegation of a non-specific allegation of a pump malfunction requiring the patient to resort to a back up treatment plan.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.